Manufacturer narrative:
(B)(4) - surgical procedure, secondary surgery, cataract, induced, vision, blurring of, explanted. Lens not returned for evaluation. (B)(4).

Manufacturer narrative:
Evaluation method: medical review, work order search. Results: medical review - anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the u.s. FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Cataract extraction was performed in this case which resolved the problem. A lens work order search was performed and one similar complaint was found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon explanted a 12.1mm micl 12.1 implantable collamer lens from the patient's left eye (os) on (B)(6) 2011. The lens was explanted due to the development of a cataract and the patient complaining of blurry vision. The lens was explanted with no problem or patient injury. The cataract was removed and an iol was implanted. The lens was originally implanted by another surgeon on (B)(6) 2008.